Event description:
The customer reported that the system lost motorized motion. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power supply, the interconnect cable, the orbital potentiometer, the rotation potentiometer, and the amplifier were replaced. The system was tested and operates as intended.